Manufacturer narrative:
A sample device was not returned for analysis; the device remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, she is unable to drive at night due to debilitating glare. She stated every light has a spider web structure and glare during the day is also bothersome. The consumer saw another surgeon for a second opinion and was told the surgery was performed correctly and to wait for six weeks before taking any further action.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
An email was received from the implanting surgeon who stated although the patient's vision was 20/20 and j1, she complained of halos at night. He wanted to give the patient time to adjust because she loved her vision. Additional information was received from the consumer indicating she also had issues with halos around lights. The consumer stated the iol was exchanged for another lens model five months following the initial procedure by another surgeon. She reported her issues have resolved and is happy.

Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: (B)(4).